Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit and replaced the vacuum regulator as per recommendations from the product manager, calibrated the regulators and transducers. The fse completed full calibration, and performed all functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to being put on a patient, during power up, the cardiosave intra-aortic balloon pump (iabp) had an "error code# 77 increased motor speed, and error code 14". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h6( device codes, evaluation result and conclusion codes), h10. Correction to h10 of initial MDR: the vacuum regulators were replaced per getinge's recommendation (precautionary measure), and not due to reproduced failure by the field service engineer.

Event description:
It was reported that prior to being put on a patient, during power up, the cardiosave intra-aortic balloon pump (iabp) had an "error code# 77 increased motor speed, and error code 14". There was no patient involvement, and no adverse event reported.